Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528135 visistat 35r 6/box was received used, opened without original packaging; lot # was not confirmed with sample received, stapler was received with remaining staples. During visual inspection staples were observed separated & slightly misaligned, the mechanism of springing from pawl and trigger is broken; root cause unknown, no stuck staple in the tip of the cartridge. Failure mode stuck in stapler was confirmed with sample received during visual inspection. According the functional evaluation stapler did not release staples after seventh activation; therefore sample was opened and remaining staples were removed for its evaluation; dimensional inspection was performed and according to the result the staple dimensions were found inside the specification; therefore the root cause for this issue is considered unknown. Functional inspection: despite the sample condition (mechanism of springing from pawl components are broken) stapler was activated and one staple was loaded, closed & released, stapler was fire several time and a total of 6 staples were loaded, closed & released properly. After the seventh other remarks: activation, stapler was not released staple; sample was opened to review the condition the components and was observed a staple traversed; above another staple. Failure mode stuck in stapler reported by customer was duplicated during the functional testing; after seventh activation. Root cause is considered unknown. Although from the sample received it was observed the defect reported by the customer stuck in stapler after seventh activation, the root cause is considered unknown since during the first activations , device worked properly, in addition, the components were reviewed and staples were measures and no issues were found during investigation. Therefore; at this time no corrective action will be taken. However, the process loaded will be monitored. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: during use the staple got stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot number 73a1500288 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use the staple got stuck in the stapler. The patient's condition was reported as fine.